Manufacturer narrative:
Return to manufacture date is updated. Update fields - b4, d9, g3, g6, h2, h11.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the catheter and the sheath and inside of the iab. The returned non-maquet sheath was over the catheter. One kink was observed on the catheter tubing approximately 60cm from iab tip. Additionally, one kink was observed on the inner lumen 65.8cm from iab tip. The optical fiber was found to be broken within a kink approximately 46.5cm from the iab tip. The iab was returned missing the sensor cable and the extracorporeal tubing, they were cut off and not returned for evaluation. An analysis failure of four leaks was observed on the membrane by the rear seal approximately 25.6cm , 24.5cm, 24.5cm and 25.1cm from the iab tip measuring 0.038cm in length. The reported failure was confirmed by the evaluation. Additionally an analyzed failure of membrane penetration was observed during the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Reference complaint# (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that ballon catheter intra-aortic balloon (iab) had fiber optic sensor failure. The user switched to fluid column. There was no harm reported.